Event description:
Spontaneous. Pt's mother reports hizentra pump is defective. Mother states, "he (pt) is currently taking hizentra infusions and his pump has stopped working. It makes a continuous clicking noise and is not pumping out the medication as needed. I cannot remember how to get a replacement pump so if you could let us know what steps we need to take to do that it would be great" pharmacy provided pt's mother with the manufacturer phone number to assist with pump replacement. Serial number for defective pump not provided. Unknown if any interruption to therapy. Unknown if any adverse events occurred due to pump malfunction. Unknown if pt's family still has defective product on hand. No further information provided. Reported to (B)(6) by pt/caregiver.